Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-01169. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). A 4.00x12mm and a 4.00x24mm promus premier drug eluting stents were selected and implanted to treat the target lesion. Following implant, it was noted that both stents were deformed "at once." The procedure was completed with the implant of another promus premier drug eluting stent and a non-bsc stent within the damaged stent. No patient complications were reported and the patient's status is fine.